Event description:
I used the libre 3 cgm (continuous glucose monitor) and had multiple low blood sugar alerts in the middle of the night. I could not turn down the sound on the app. It was so jarring that I had heart palpitations. After the first few nights, I was up eating to correct the issue. My readings were all over the map. On the 4th night I checked my blood sugar with a finger stick and it was normal at 88. I finally took off the sensor. Libre sent out a warning of this issue. I contacted libre and they said my serial number is fine and there is not an issue with it. I do not believe that. They are sending me a free sensor but I am not sure I can trust them now. They were the ones that alerted me to the problem in the first place (email)as this can be fatal if gone unchecked. Someone should know about this. I watch my numbers closely and this was very upsetting. I also had them check my next sensor they said that one was fine also, like I said it is still sitting in the box because I don't trust what they are saying.